Manufacturer narrative:
An event of difficult removal was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint database was reviewed, and there were no other incidents found for the lot. Information from the field indicated that a valve retainer tab was stuck in the valve capsule. It was noted that there was no excessive tension in the delivery system during deployment and there were no issues loading the valve. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient was noted to have a 45 degree aorta. The diameter of the annulus was measured as 24mm, the perimeter was measured as 75.4mm, and the area was measured at 422mm^2.the valve was implanted. The non-coronary cusp (ncc) was measured at 5mm. It was noted that one of the retainer tabs from the valve was stuck in the valve capsule of the delivery system. Several attempts were made to dislodge the retainer tab from the device but were unsuccessful. It was noted that once the catheter was removed from the patient, the device raised above the aortic annulus. An attempt was made to re-snare the device a second 27mm navitor transcatheter aortic valve was successfully implanted using a new large flexnav delivery system. The patient status was stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.